Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 1851 mcg/day via an implanted pump. It was reported a volume discrepancy occurred and on (B)(6) 2020, they were expecting 0.2 ml and got back 6.1 ml. It was noted on the date of this report, they were expecting 8.6 ml and got back 13.4 ml. The hcp was not with the patient. Catheter diagnostic options were discussed. If further assistance was needed, they would call back. It was also reported the patient did not have any symptoms or change in therapy.